Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer had a high of about 400 mg/dl the morning of the call, and went low after treating the high. The customer was wearing the insulin pump during the incident. It was unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having sg versus bg differences. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.